Event description:
Patient reported being diagnosed with ¿multiple sclerosis.¿ this file is for the left side. Follow-up with the physician's office revealed that this event is not device related. Additionally healthcare professional reported rupture.device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on the patch side assessed as unidentified (tear) opening. Neurological symptoms-ndr: not applicable as the event is not related to the device. Additional observations: creases is observed. No further actions are required as the device was implanted.

Event description:
Patient reported being diagnosed with ¿multiple sclerosis.¿ this file is for the left side. Follow-up with the physician's office revealed that this event is not device related. Additionally healthcare professional reported rupture. Device explanted.

Event description:
Device has been explanted.